Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg would tend to slip and the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and secured. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg would tend to slip and the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and secured. No device malfunction was suspected.